Event description:
It was reported that the bottom screen display on the external pulse generator was dark in some areas, and also that the bail and bail covers were missing on the back. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported display issue. Bails are missing and bail covers are broken. Upper and lower case halves are broken. Battery drawer has tool marks and is contaminated. Keyboard is scratched. Lead flex cover is contaminated.